Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a right oophorectomy performed during mesh implantation. It was also reported that post implantation, the patient experienced pain, bleeding and urinary problems. It was reported that due to mesh collapse on urethra, the patient was unable to urinate and underwent removal and insertion of a new mesh (no product information provided) on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted . The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.